Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 05:12 pm CT. The report number is being corrected from: 2134265-2018-64370 to: 2134265-2018-63163.

Event description:
I was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. After a non-bsc guide wire crossed the lesion, a 3.25mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. However, upon advancing, severe resistance was felt with the guide wire but eventually, the I was able to be advanced up to the lesion. Upon removal of the device, severe resistance was also encountered. The procedure was completed with no patient complications reported. Returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
I was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. After a non-bsc guide wire crossed the lesion, a 3.25mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. However, upon advancing, severe resistance was felt with the guide wire but eventually, the I was able to be advanced up to the lesion. Upon removal of the device, severe resistance was also encountered. The procedure was completed with no patient complications reported.